Event description:
It was reported that the bd maxplus pressure rated extension set clogged. The following information was provided by the initial reporter: extension set would not flush. Clinician had to obtain new set.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that the extension set would not flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 22109024 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Even though no sample/photo was received and a definitive root cause could not be determined, the failure is likely due to an inadequate use of the air fixture. This fixture ensures that there is no occlusion. A CAPA (corrective action preventative action) has been initiated to investigate the customer¿s reported failure mode. A trend for this occlusion issue has been identified for this product line, and a team has been assembled in order to investigate the issue.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus pressure rated extension set clogged. The following information was provided by the initial reporter: extension set would not flush. Clinician had to obtain new set.